Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that he changed his infusion set on three days earlier, and later experienced elevated blood glucose. He stated that he initially thought he had forgotten to bolus and he injected 25 units of insulin via syringe. He then ate and bolused 25 units of insulin. He stated that 30 mins later his blood glucose measured over 500 mg/dl and he changed his infusion site. Later, he began vomiting and the ambulance was called. His blood glucose measured over 600 mg/dl (close to 700 mg/dl). When he arrived at the hosp he was disconnected from the infusion device and placed on an IV and given insulin injections. Once his blood glucose lowered, he was connected to his backup infusion device and released one day later. Once at home, the pt discovered that the luer lock of the infusion set was cracked and insulin was leaking. He then switched back to his primary infusion device. The pt stated that he struggles with the infusion device due to having several strokes that have affected his mental capacity. The pt discarded the alleged infusion tubing. Product was replaced. No product will be returned for eval.